Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was low purge flow with high purge pressure during use of the device. Additional information was provided that noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the issue could not be determined. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.